Event description:
The recipient's device was reportedly explanted. The explanted device was received at advanced bionics on (B)(6) 2026. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.